Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the user experienced hypoglycemia with blood glucose (bg) levels of 57 mg/dl while sleeping. The user was treated with fast acting carbohydrates at home and the event resolved. No hospitalization or long-term health effects were reported.